Event description:
The hospital reported when infusing blood, blood was leaking out of the heat exchanger. Reporter concerned that pt received blood/water. No clinical consequences reported.

Manufacturer narrative:
Evaluation: we are anticipating the return of the sample involved in this event. Upon receipt of the sample, and the completed investigation, a follow up report will be submitted. We can report that we have received no similar reports on this device lot number, with a lot size of 1000 units.